Event description:
Customer reported experiencing high blood glucose for the last few days. Customer stated, she has been changing out her set and verifying the setting. Today she noticed insulin in the reservoir compartment. Customer stated, she has been treating with the device but was not sure how much insulin has been administered since there was a leak. Customer's blood glucose was 356mg/dl, treated with device. Leak occurred during fill tubing and was located only in the reservoir compartment. The reservoir did not have a split in the barrel. Customer was not sure were the exact leak was. Customer stated, the septum was extremely most. Customer was advised to check the drive support cap and it was recessed and she thinks the device was cracked. Fog was also noted near the piston. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is one 2 of 2 medwatch report regarding this event see manufacture report number 2032227-2014-52255.